Manufacturer narrative:
Product event summary: (B)(4) - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met; analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were fourteen ventricular nst<(><<)>=210 ms between (B)(6) 2013. There were eight patient alerts for lead failure predictor between (B)(6) 2011 and (B)(6) 2013. Ventricular short interval count v-sic=19986 counts, in 152.02 days, between (B)(6) 2012 and (B)(6) 2013. Weekly pace lead impedance trend data show various spike decreases for min ventricular pace bi impedance = 418 to 57 ohms minimum between (B)(6) 2012 and (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and exhibiting low impedance and noise. A lead revision has been planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.